Manufacturer narrative:
Other text: additional information is provided for d.10. H.2. H.3., and h.6. One device was received for evaluation. Visual inspection revealed the bottom caser was cracked where the l-bracket attached. Primary audible alarm post was found several times in the event history log. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. The bottom case, right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates were replaced. The device was also cleaned, greased, and calibrated. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited a primary audible alarm, even after the 1.6.5 update. Patient involvement is unknown.